Manufacturer narrative:
Correction: the correct result of the integrity test is no evidence of malfunction with no electrode anomalies, not, no evidence of malfunction with two electrode anomalies, as previously reported. This report filed january 13th, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed february 18th, 2016.